Manufacturer narrative:
This report is for one (1) unknown helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during removal of a trochanteric fixation nail (tfn), the helical blade has become stuck on the connecting screw and extraction instrument. There was no information given on why the implant was being removed or if anything was implanted in place of it. The case was able to continue as the blade had been removed. The procedure was successfully completed with no surgical delay. The patient was fine after the surgery. This report is for one (1) unknown helical blade. This is report 1 of 3 for complaint (B)(4).